Manufacturer narrative:
Evaluation summary: the o-ring expanded , and it was worn out after being used for a long time. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacturer date. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Health check-up for the patient, during use, the user found that the suction knob could not rebound when pressed down. Replaced the suction knob immediately and no harm was caused. This event occurred at the time of during use.